Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test no unexpected excessive no delivery alarm. No motor error alarm and the motor passed motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no a delivery alarm and then a motor error alarm. The blood glucose at the time of the incident was unknown, but the customer stated it was to high for the meter to show the value. Troubleshooting was done and the customer stated that the drive support cap was slightly uneven. She explained one part of it is flush with the surface and the other part of it appeared to be recessed. The device will be returned for analysis.